Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the tubing wrapping over the penis. The cylinders were short and not in the mid glans. The cylinders and pump were removed and replaced. The reservoir was not explanted. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the tubing wrapping over the penis. The cylinders were short and not in the mid glans. The cylinders and pump were removed and replaced. The reservoir was not explanted. There were no patient complications.